Event description:
Unable to visualize images. It was the catheter problem. When the catheter was connected, there was no image displaying on the monitor screen the catheter was removed and a new catheter was inserted. The procedure completed smoothly. No injury to the patient.